Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, according to data obtained from the endoprothesen register - deutschland (eprd), a total of one hundred and twenty two (122) patients underwent primary implantation with a thr system that included a cementless ha-coated polarcup between october-2016 and february-2021. From this cohort, one (1) patient underwent revision surgery due to malposition/malalignment. During this procedure, a cemented as-plus femoral stem, an unspecified modular head and a polarcup acetabular liner were explanted and replaced with an unspecified prosthesis. The outcome of this patient is unknown. The eprd provided this information as part of a cumulative statistical study regarding failure frequency; therefore, there is no additional information available.

Manufacturer narrative:
Section d10 was updated. Section h10: according to data obtained from the endoprothesenregister - deutschland (eprd) [1], it was reported that, a total of (B)(4) patients underwent primary implantation with a total hip replacement system that included a cementless ha-coated polarcup between (B)(6) 2016 and (B)(6) 2021. From this cohort, one (1) patient underwent revision surgery due to malposition/malalignment. During this procedure, a cemented as-plus femoral stem, an unspecified modular head and a polarcup acetabular liner were explanted and replaced with an unspecified prosthesis. The complaint devices, used in treatment, were not received for investigation and a visual inspection could not be performed. The part and the batch number of the devices is not known. Therefore, the batch record review could not be performed and it is not possible to investigate whether the reported devices met manufacturing specifications upon release for distribution. Due to insufficient information regarding the involved devices, a complaint history review was not possible. The IFU (lit. No. 12.23 ed 03/21) lists several possible adverse effect resulting from a hip arthroplasty. Due to insufficient information, it is not possible to perform a review of the risk management documentation and a a review of past corrective actions. For the medical investigation, no relevant supporting clinical information could be provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined. Should any additional clinical information be provided, this complaint will be re-evaluated. Based on the performed investigations, the failure mode cannot be confirmed and the root cause of the problem stays undetermined due to insufficient information. A relationship between the reported event and the device cannot be confirmed. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. [1]: german arthroplasty registry (eprd). Smith & nephew gmbh - polarcup cementless (h1.1 acetabular component). 2021-12-15, germany. Internal complaint reference number: (B)(4).